Event description:
Event description boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) reported suffering a 'major heart attack and was dead for eight to ten minutes' and that their physician reported the device should have treated the problem. The patient asked if this device was included in a recall population.